Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited high/unstable thresholds, intermittent capture, and measured small r-waves. Capture was unable to be confirmed in unipolar pacing. Reprogramming was performed. Subsequently, the lead was repositioned and it remains in use. The lead remains in use. No patient complications have been reported as a result of this event.